Manufacturer narrative:
There was no reported excessive or inadequate fluid removal from the pt. According to facility's acute dialysis nurse, pt did not suffer any injury or require any medical intervention of the results of this incident. No further pt's info was provided. A gambro technical services (gts) field representative inspected the machine and found the machine to be working correctly after the scales were calibrated. He ran a pt simulation determing that the proper amount of fluid was removed and the scale alarm performed properly when tested. He was able to retrieve the treatment history on the machine and found multiple "effluent weight detected incorrect change" alarms most likely due to the overfilled effluent bag. The machine has been placed back in service with no further incident.